Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. After deploying the bifurcate stent graft, the physician noticed that a section of the ring shaped radiopaque gate marker did not appear under fluoroscopy. The cause was unclear, but the physician could not rule out that part of the marker may have come off inside the patient during deployment. This did not result in any injury to the patient. The contralateral limb was deployed and the procedure was completed without incident. A review of several returned angiogram images show that the radiopaque gate ring marker at the end of the bifurcate gate was incomplete; the ring was seen covering approximately 3/4 (270 degrees) around the gate.

Event description:
Further investigation revealed a potential cause of the event may be due to an incorrect coil length being used when the stent graft was manufactured.

Manufacturer narrative:
(B)(4). Evaluation, methods: (angiogram images). Results: (insufficient information; cause is unknown). Conclusions: (insufficient information; cause is unknown).

Manufacturer narrative:
(B)(4).